Event description:
It was reported that the 9600 system had an unstable, trembling image during a case. The procedure was completed without incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor, contrast/ brightness pots and cables were replaced during the service call. The system was tested and found to be working as intended and put back into service.